Event description:
During a prostate case, it was reported that after the needles were tested while the pt was under anesthesia, an error message appeared indicating a hardware communication error. The user tried shutting down the computer and rebooting it, however, this was unsuccessful. This was the second case of the day for this particular machine. The first case the system did not have any issues. Galil medical customer service was contacted and the user was instructed to press the ok button through the error message and that was unsuccessful as well. The case was cancelled.